Event description:
Hcp reported right lower extremity radiculopathy following pump and catheter implantation. An MRI of the thoracic and lumbar spine regions was negative. The pt was treated with analgesics which spontaenously resolved the symptoms. The pt is reported to have recovered without sequela.